Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
The customer contacted abbott regarding hemoglobin syringe "fail to home" errors generated at least 40 times from the cell-dyn sapphire hematology analyzer. The abbott customer technical advocate (cta) advised the customer to replace the syringe and no further errors were observed. Additionally, the cta sent replacement syringes to the customer. The customer reported there was no impact to pt management.